Manufacturer narrative:
A field service engineer was dispatched to customer site. The fse corrected the issue by tightening the oil return valve. Unit meets specifications and was returned to service on 12/12/2016. The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release.

Event description:
A customer reported that oil from their sterrad® 100nx sterilizer was encountered on the floor and it had a strong odor/smell. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR) and system risk analysis (sra). The sra shows the risk for exposure to toxic or corrosive material to be "low." No parts were replaced as a result of this issue. The assignable cause of the odor/smells issue was due to a loose oil return valve. The field service engineer tightened the and confirmed the sterrad® 100nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.